Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was delayed in responding to presses. Reportedly, the customer has to press buttons multiple times for the pump to respond. Customer had elevated blood glucose (bg) levels (260 mg/dl). Customer stated insulin pens would be used to address elevated bg levels. In addition, it was reported that the customer received an alert, and was unable to clear it. Reportedly, the customer has back up manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen malfunction could not be verified; however, multiple cgm alerts (alert 23) were verified.